Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received in a fair condition with cracked housing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, could not be downloaded. Testing could not be performed due to the device alarming ec1260 which is a corruption of the memory of the circuit board. The circuit board and downstream sensor were replaced as a preventive measure. B5) customer provided additional information that the reported issue did not occur while in use with a patient.

Event description:
It was reported that the device is not occluding; failed the pressure test. No adverse patient effects were reported.